Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and it was observed that the device failed the thermistor assessment, would not run and displayed an e8 error code. Therefore the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to component damage caused by improper cleaning and user error, misuse and/or abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the cable/cord/wiring was damaged on the motor device. It was also observed that the motor and control were defective on the device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.